Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 60 units. Additionally, the customer loaded a new cartridge with 150 units and received another minimum fill message. The customer's blood glucose level was 188 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.